Event description:
Rptr has had intense pain in his lower back radiating down his left leg to his foot. On 5/11/93 he underwent his 4th operation. (Lumbar sympathectomy) this was to ease the pain of nerve damage in his leg. However, his foot and back still nurt. He has been ruled totally disabled and restricted in everything but speaking.